Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 24010-0007t because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends

Event description:
Materials: 24010-0007t; batch#: unknown. It was reported by the customer that there have been several events involving bd texium tubing and syringes where nurses and patients have been at risk for exposure to hazardous drug due to leaking products. Verbatim: rcc received a complaint via email. Email(s) attached. There have been several events involving bd texium tubing and syringes where nurses and patients have been at risk for exposure to hazardous drug due to leaking products. We have been in contact with bd but have not yet found a resolution to this issue. Model #: 24010-0007t. (B)(6) 2024 (B)(6) - 24010-0007t lot / exp not available - during doxorubicin. Infusion, the y-site where the syringe is connected to the primary tubing was leaking when the medication was administered. 2 out of 3 syringes leaked at the y-site. May involve my8020/my8030 syringes.